Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. However, the unit had normal operating currents and no unexpected battery out limit alarm or unexpected low battery alarm was found. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4)

Event description:
The customer called in to report a battery out limit alarm and an unresponsive keypad. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.